Manufacturer narrative:
Ec-3890fi2 is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec-3890li-us is available in the USA with a 510k number k131855. Evaluation summary: at the previous repair, it was replaced the ccd module. It was caused due to a fluid damage penetrated from the side body cover to the ccd unit. In addition, we confirmed that the buckled ift and the disconnected lcb during the repair process ; however, those are not related to the alleged complaint. Repair parts replaced in this complaint insertion flexible tube (ift) due to buckled ccd module due to defective light guide fiber bundle (lcb) due to disconnected side body cover due to leaky this report is being filed as part of the pentax backlog management plan.

Event description:
Foggy image, moisture between objective lens and ccd. Last repair 2021-01-27 (refurbished ccd replaced). The time of event is unknown. There was no report of patient harm.